Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was cut, which severed the yellow (pgnd), orange (+5v), brown (-5v), and black (main batt) wires. The cause of the inability to communicate is the damaged cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.